Event description:
It was reported that the insulin pump was dropped and the display was shattered. The customer's blood glucose was 11.7 mmol/l. The device will be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass, scratched lcd window, cracked case display window corner, cracked reservoir tube lip, and missing end cap sticker.